Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 360 mg/dl. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device was received with currents in specifications. No blank display was noted. The lcd board was fine. The device passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.